Event description:
The customer stated that she was hospitalized for high blood glucose levels above 600 mg/dl. The customer stated that she had been getting multiple no delivery alarms on the insulin pump. Troubleshooting was performed and the insulin pump passed the prime test. The customer asked to have the insulin pump replaced due to the repeated no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.